Event description:
It was reported that bd alaris smartsite needle free valve was occluded the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the IV kits were not flushing well when connected utilizing the heplock. When we attempted to flush the heplock while not connected to any other equipment/product the impacted lot # was not able to be flushed without excessive force.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material # 2000e and lot# 24045686 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material # 2000e and lot# 24075028 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.